Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph revealed a pinhole leak in the port of the bag. The reported condition was verified. The cause was determined to be a needle puncture during the compounding process at a baxter facility, while the drug was being transferred to the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml viaflex pvc container leaked. The reporter stated that after opening the device's overpouch, 10 to 20 ml of solution was found between the pouch and overpouch. The container was filled with cyclophosphamide 10000mg in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.